Event description:
It was reported to philips that the examination room monitor was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was undergoing planned, non-emergency coronary treatment, which was completed as planned (the issue occurred just after they finished the procedure). The philips field service engineer (fse) inspected the system on-site and found that the examination room monitor was not working. Upon troubleshooting, the fse found that the power cord of the monitor was receiving power, but the monitor itself was not working. The fse tried an external power cord, but that also failed. To resolve the issue, the fse replaced the monitor. After the replacement, the system was returned to use in good, working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported monitor issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact and no delay on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.